Event description:
It was reported that the patient experienced a loss of therapeutic effect following a CT scan on (B)(6) 2011. The patient thought she was having a heart attack and went to the hospital where she had a CT scan. The patient had been receiving therapeutic benefit prior to the CT scan but her therapy had not worked since. The patient could not feel stimulation and was not able to increase the intensity. The patient had an appointment scheduled with her physician for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748910 serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension; product ID, 748910 serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension; product ID, 7435 serial# (B)(4), product typ programmer, patient; product ID, 3487a-45, lot# j0444372v, implanted: 2005 (B)(6), explanted: product typ lead; product ID, 3487a-45, lot# j0444372v, implanted: 2005 (B)(6), explanted: product typ lead. (B)(4).